Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 23 mmol/l. The insulin pump had an critical pump error alarm and open book on the screen. Battery went out and they changed it but then the alarm came up. The insulin pump was not bumped or dropped. The insulin pump was not exposed to moisture. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.